Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 18-dec-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between the pebax and the electrode section. Also, observed corrosion in the connector area. The irrigation feature of the device was evaluated and no water leakage that could have contributed to the corrosion was observed. The handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The reddish material inside the pebax could be related to the visualization issue reported. The corrosion in the connector is unrelated to the issues reported by the customer. The potential cause of the corrosion could not be determined. The root cause of the pebax damage and adhesive condition is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. Always zero the contact force reading following insertion of the catheter into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. This product issue will be addressed through the quality system. An internal corrective action has been opened to investigate the force sensor sleeve insolation to prevent fluids to get inside into the device and to address process opportunities related to adhesive issues. Explanation of codes: investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: connector/coupler (g04034) were selected as related to the biosense webster inc. Analysis finding of the ¿corrosion in the connector area¿. Investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: sleeve (g04115) and adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿icon was waggling on the carto system screen¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish brown material inside the pebax and a separation between the pebax and the electrode section¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿the force values displayed were high¿ issue. The biosense inc. Analysis finding of the ¿open circuit¿. Investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿insufficient adhesive (polyurethane - pu) on the wires¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. During the procedure, the force values displayed were high. The icon was waggling on the carto system screen. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 23-dec-2025, observed reddish brown material inside the pebax and a separation between the pebax and the electrode section. Also, observed corrosion in the connector area. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 23-dec-2025 and have assessed this returned condition as reportable.